Event description:
The patient was given a watchpat 200 home sleep test unit. After using the sao2 finger probe, the patient informed us the following morning that the probe was "burning her finger". She tried to adjust it, but ultimately could not relieve that burning sensation.